Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated they used skintac and placed a tegaderm patch as a barrier before inserting the sensor. They stated their skin began to itch on (B)(6) 2018 and removed the sensor on (B)(6) 2018. Upon removal of the sensor, the patient noticed the skin was raised and red. She called her doctor and the doctor advised her to remove the sensor in which she already had done. At the time of contact, the patient still had the reaction. No additional patient or event information is available.